Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
We conservatively report the fatal outcome following a prophylactically planned impella 5.5 implantation after to mitral valve replacement (mvr). The mvr and impella procedures were completed without complications. During weaning from cardiopulmonary bypass and escalation of impella support, the patient developed refractory hypotension. Extensive resuscitative efforts¿including volume administration, transfusions, high-dose vasoactive agents, and attempt to implant an ecls¿failed to restore hemodynamic stability. Due to severe right ventricular failure, cannulation for escl was attempted but could not be achieved. The care team ultimately discontinued further efforts, and bypass as well as impella support were withdrawn. The death is reported conservatively, although a device-related contribution is considered highly unlikely.

Manufacturer narrative:
Ppae (hemodynamic instability): the root cause of the injury was not determined due to insufficient clinical details.